Event description:
The customer reported to olympus that the cysto-nephro videoscope water filter had not been replaced within the specified period and the scope was reprocessed. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported scope reprocessed without oer-4's water filter being replaced within the specified period issue could not be determined, as the device was not returned to olympus for evaluation, however, it was confirmed that the oer-4 water filter was not replaced within the specified period of time and the issue was likely the result of insufficient reprocessing due to deviations from the instruction manual. The event may be detected/prevented by following the instructions for use which state: cyf-vha cleaning manual. Olympus will continue to monitor field performance for this device.